Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21095. It was reported the patient's ((B)(6)) system has 'not been working' since having experienced a fall on the ipg site. Per the physician, the patient's condition (obesity) may have resulted in the fall. Follow-up identified the ipg site was red and the patient was experiencing pain. It was also reported there was a lumping sensation at the lead site. Subsequently, surgical intervention revealed one of the leads was causing the reported uncomfortable sensation. The lead was disconnected and replaced by a new lead. The patient currently is doing well and the lumping/cramping sensation is no longer present.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.